Manufacturer narrative:
(B)(4). Sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient(hp) contacted baxter's (B)(4) regarding a check patient line alarm which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) had the hp close and open the transfer set 3 times, move the clamp and rub the line, pull up and down on the patient lines and check the lines for fibrin or air. The hp stated that there is air in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. The tsr then walked the hp through the ending therapy procedure. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, (B)(4) contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated that the cassette primed successfully before he connected. The hp stated he discarded the sample and did not know the lot number. The hp stated he was able resume therapy successfully with new supplies. Per the hp there was no patient injury as a result of this event.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.